Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain"), cyst ("cysts"), scar ("scar from removal") and dyspareunia ("painful intercourse"). The patient was treated with surgery (essure removal on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, cyst and dyspareunia outcome was unknown and the scar outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, abdominal pain, cyst, scar and dyspareunia to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced pelvic pain and heavy bleeding (genital haemorrhage), amongst non-serious events. Plaintiff underwent removal of essure devices approximately four years after insertion. Both the events are anticipated in the reference safety information for essure. Considering that pelvic pain and genital haemorrhage occurred after essure insertion and the lack of alternative explanation, causality with essure cannot be excluded (related). This case was regarded as incident as a surgical intervention was required. A product technical analysis is being sought.~ further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 22-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced pelvic pain and heavy bleeding (genital haemorrhage), amongst non-serious events. Plaintiff underwent removal of essure devices approximately four years after insertion. Both the events are anticipated in the reference safety information for essure. Considering that pelvic pain and genital haemorrhage occurred after essure insertion and the lack of alternative explanation, causality with essure cannot be excluded (related). This case was regarded as incident as a surgical intervention was required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.